Event description:
On (B) (6) 2004, pt was implanted with a 6mm gore-tex graft. An av access was created from left brachial artery to median cubital vein. On (B) (6) 2004, graft was declotted, with revision of mid-portion of a-v graft. On (B) (6) 2004, a declot was done.